Event description:
The customer called to report that the sensor electrode broke off underneath her skin. The customer decided to remove the sensor due to multiple lost sensor alarms, and that is when she noticed that the electrode had broken off. Advised the customer to contact her health care professional for removal of the electrode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.